Event description:
A caregiver called abbott diabetes care to report that a customer experienced a low readings issue with the use of her adc freestyle libre sensor, when compared to readings obtained on a competitor brand meter. A sensor scan of 68 mg/dl was obtained compared to a reading of 195 mg/dl from the competitor capillary test. No report of symptoms however, she went to the hospital on (B)(6) 2019 where a reading of 235 mg/dl was obtained on the hcp meter compared to sensor reading of 59 mg/dl. The customer was treated with rapid insulin (dose unknown) and no further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. This also serves as a correction report. Labeled for single use was incorrectly documented in the initial MDR report. Has been updated.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver called abbott diabetes care to report that a customer experienced a low readings issue with the use of her adc freestyle libre sensor, when compared to readings obtained on a competitor brand meter. A sensor scan of 68 mg/dl was obtained compared to a reading of 195 mg/dl from the competitor capillary test. No report of symptoms however, she went to the hospital on (B)(6) 2019 where a reading of 235 mg/dl was obtained on the hcp meter compared to sensor reading of 59 mg/dl. The customer was treated with rapid insulin (dose unknown) and no further treatment was required. There was no report of death or permanent injury associated with this event.